Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending coronary artery. A 3.5x18 mm xience prime stent delivery system (sds) was advanced with no resistance when the stent dislodged in the left main (lm) coronary artery. While a snare was used to retrieve the stent from the lm, the stent was unable to be fully retrieved from the anatomy and was dilated and implanted in the radial artery. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgment. There was no damage noted to the stent delivery system during the inspection prior to use, which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.